Event description:
On (B)(6)/2014, the reporter contacted lifescan (B)(6), alleging inaccurate erratic results of "516mg/dl, 91 mg/dl" performed within 20 minutes. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (8/25/2014) - device evaluation: the test strips involved with this complaint were returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.